Event description:
The site physicist reported the fluoro tabletop x-ray dose rate exceeded 10r/min. The philips f/u investigation found the rate at 11.2 r/min.

Manufacturer narrative:
Eval method, results, and conclusions - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.